Event description:
Mfg records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the mfg time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management CAPA has been initiated to investigate customer reports of cryocyte bag breakages.

Manufacturer narrative:
Mfg records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the mfg time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management CAPA has been initiated to investigate customer reports of cryocyte bag breakages.